Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock therapy due to poor signal quality in the alternate sensing vector. The number of shocks the patient received is unknown at this time. The p-wave and r-wave amplitudes were similar in magnitude and relatively small, which resulted in p-wave oversensing. Technical services (ts) recommended assessing the primary and secondary sensing vectors to determine the vector with the best signal quality. An automatic setup was performed, during which the primary vector was selected and the alternate vector failed. Ts recommended continued monitoring of the patient. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the patient had two inappropriate shocks. Additionally, the smart pass feature was disabled however, has been since re-enabled. At this time, the device remains in service. No additional adverse patient effects were reported.